Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject in office (B)(6) 2023. He reports "he is having issues with his interstim implant and reports frequency". Dr ordered x-ray to check lead placement and some reprogramming. As of now subject has yet to see reps. X-ray showed no lead fracture, states having trouble with interstim implant and reports frequency/ worsening frequency additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): they report loss of efficacy. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the patient returned to office. States still having trouble with device not working life it once did. (B)(6) 2025 pelvic x-ray shows poor lead placement. (B)(6) 2025 he states he saw rep and they told him his battery is dead & his leads appear mismatched. Leads and battery need to be replaced. Device replaced (B)(6) 2026. At post-op visit (B)(6) 2026 patient reported their symptoms are still not under control. Was to see rep. Imaging (x-ray, MRI, CT scan, was done on (B)(6) 2025 and results showed poor lead placement. It was stated that this was casually related to the device or therapy. Device interrogation and resulted showed battery dead & leads mismatched. On (B)(6) 2026 the entire system was explanted/replaced component entire system.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2mrn2, implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) 2026, ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.